Event description:
Event description guidant received information that during the device replacement procedure, this oscor lead had dislodged; however, normal pacing and sensing were observed. During the procedure, the 430-10 lead visually appeared to be fractured in two seperate places. A new pacmemaker system was implanted on the opposite side.